Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5 h3 - the reason for the revision is likely due to the disassembly of the torque defining screw and thus the humeral tray and liner assembly from the humeral stem. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. However, this cannot be confirmed as not all involved devices were returned and the view in the provided immediate post-operative radiograph does not provide sufficient visibility. H6 - component code, investigation type, findings, conclusion the following sections were corrected: h6 - 1924 failure of implant, 4756 appropriate term/code not available no longer applies. H6 - investigation type, findings, conclusion - prior coding no longer applies.

Event description:
This is 1 of 2 reports - see MDR# 1038671-2025-00291 for other device reporting.

Manufacturer narrative:
D10: concomitants: (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5, (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6), 300-30-08 - equinoxe preserve stem 8mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Event description:
It was reported that a 43 yo male patient, who had a competitor¿s right shoulder anatomic devices converted to a reverse in (B)(6) 2022, underwent a revision procedure in (B)(6) 2025, approximately 2 years 4 months post the reverse procedure. The patient was reaching behind their knee and their shoulder gave way. Intraoperative it was determined the torque defining screw wasn't in the stem, the tray was posterior to the glenosphere, and the liner was in place. The liner, adaptor tray and screw kit were revised to same company¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. The patient requested them. Device images were provided. No further information.